Event description:
A discordant (B)(6) result was obtained on a patient sample on the immulite 2000 instrument. The initial result was reported to the physician(s). The sample was rerun, and the corrected result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and the instrument data. The fse verified the functionality of the instrument and ran precision using (B)(6) controls, which was within range. The cause of the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.